Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 upon sensor applicator removal, sensor wire detached from the sensor pod. Mother reported applying pressure and applying neosporin to the wound site. Patient did not report any further injury or medical intervention at the time of contact with dexcom technical support.